Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: left essure moved towards uterus') and kidney infection ('other injury(ies) or complication please describe: kidney infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included asthma, incision site pain, diarrhea, gastritis, nausea, short of breath and hypokalemia. Concomitant products included ibuprofen, levothyroxine sodium (abutiroi) and medroxyprogesterone acetate (depo provera). On (B)(6) -2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), nausea ("nausea") and back pain ("back pain"). In 2014, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure treatment was not changed. At the time of the report, the device dislocation, kidney infection, pelvic pain, abdominal pain, menorrhagia and back pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, kidney infection, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: received treatment for migration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain ") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). At the time of the report, the device dislocation, pelvic pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, menorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case becomes an incident. Injury event was replaced. New events added: pelvic pain, abdominal pain, menorrhagia. Reporter's information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: left essure moved towards uterus') and kidney infection ('other injury(ies) or complication please describe: kidney infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included asthma, incision site pain, diarrhea, gastritis, nausea, short of breath and hypokalemia. Concomitant products included ibuprofen, levothyroxine sodium (abutiroi) and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), nausea ("nausea") and back pain ("back pain"). In 2014, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure treatment was not changed. At the time of the report, the device dislocation, kidney infection, pelvic pain, abdominal pain, menorrhagia and back pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, kidney infection, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: received treatment for migration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-dec-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history updated. Events: nausea, other injury(ies) or complication please describe: kidney infection, back pain, plaintiff did not underwent essure confirmation test were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.